Manufacturer narrative:
The customer stated that in 2009, at about 5:00 am. A patient with dnr status, was being monitored at the central station after a heart operation. The customer reported a viewable asystole alarm but no sound. The patient subsequently expired. Alarm logs obtained from the hospital show that the patient in bed 2 had multiple asystole alarms the same day, from 5:09 am until 6 am, but these alarms were silenced at the central station each time. The user does not alleged that the central station system was a factor in the patient's death. Based on this available information, we concluded that the central station system worked as intended. Philips is in the process of obtaining additional information regarding this incident and the complaint still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that in 2009, a patient with a dnr status was being monitored at the central station after a heart operation. The customer stated an asystole alarm was visible but there was no sound.